Manufacturer narrative:
G4:21apr2021. B4:26apr2021. The field service engineer (fse) performed an operational check of the ventilator and was able to confirm the noise. The phenomenon is caused by the operational sound of the oxygen solenoid valve adjusting oxygen flow volume resonating inside the gas delivery system mixing oxygen and air, and is not a device failure. In a case that the fio2 is set high value in a state of large amount of leak, movement of the oxygen solenoid valve becomes big in order to keep the set oxygen concentration and the sound caused by the movement resonates inside the gas delivery system, which causes the reported popping sound. The fse performed functional testing and confirmed there was no abnormality in the unit. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020.

Event description:
He customer reported a popping sound when switching from ipap to epap. The device was ventilating a patient at the time of the issue. The device was swapped out and there was no harm reported to the patient.